Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon was not able to close the jaws of the monopolar curved scissors. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was a broken cable at the tip of the instrument. There was no tissue injury. The instrument was inspected prior to use and no damage was observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.